Event description:
It was reported that this right ventricular (rv) lead connected to a cardiac resynchronization therapy pacemaker (crt-p) system was suspected to be fractured. Pace impedance measurements were greater than 3000 ohms. A lead revision was scheduled, and the plan was to extract this rv lead. When the crtp was taken out of the pocket during the procedure, the physician noted that the setscrew in the header for this rv lead had not been tightened appropriately. The physician tightened the set screw appropriately, and measurements were then found to be within normal limits. This rv lead remains in service. No additional adverse patient effects were reported.